Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the carbs setting had been turned off without user interaction. Customer's blood glucose level was 193 mg/dl. Tandem technical support assisted customer in turning setting back on and advised them to consult their healthcare provider regarding settings adjustments.